Event description:
Customer called to report a bent cannula and an occlusion which was caused by blood found at the cannula. Customer's blood glucose readings are running between 412 and 529 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).